Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the right atrial lead was oversensing far r-waves and noise, leading to episodes of false atrial tachycardia/fibrillation episodes. The far r-waves were falling into the refractory period so were not affecting device function. The patient was asymptomatic and in stable condition, and would continue to be monitored.